Manufacturer narrative:
This event was reported to the manufacturer through the persist patient registry. It is unknown whether the event is related to the device. The event is therefore being reported in a conservative manner. As reported in the perceval IFU, stroke is a known potential adverse event associated with cardiac valve replacement with a bioprosthesis: 'the risks or potential adverse events (in alphabetical order) associated with cardiac valve replacement with a bioprosthesis include, but may not be limited to: arrhythmias, cardiac tamponade, death, endocarditis, ... Thromboembolism, tissue dehiscence ...the previously mentioned adverse events and other adverse events may arise in response to the individual patient reactions to the implanted prosthesis." As reported by ruel et al, "stroke is a devastating complication that may occur early or late after operation in patients with prosthetic heart valves and result from embolism, intracranial hemorrhage, or both. Although intracranial hemorrhage is a relatively rare event except in elderly anticoagulated patients, an embolic stroke may occur in virtually any patient and with any type of valve prosthesis. Risk factors for stroke in the general population include advanced age, atrial fibrillation, coronary artery disease, congestive heart failure, mitral annular calcification, hypertension, diabetes, and smoking. In patients with prosthetic heart valves, these and other patient-related characteristics could interplay with the design of the prosthesis, the site of implantation, and the adequateness of anticoagulation." Stroke is therefore a known, inherent risk of prosthetic valve replacements. The patient was undergoing renal replacement therapy at the time of the event, and had a history of systemic hypertension and diabetes. The patient was therefore predisposed to stroke, and it is likely that the patient's clinical condition contributed to this event. However, the root cause of the event ultimately cannot be determined. Device not explanted.

Event description:
On (B)(6) 2017, a perceval size 21 mm was implanted via mini-sternotomy. Complete annular debridement was performed. In (B)(6) 2017 (exact date unknown) the patient experienced a disabling hemorrhagic stroke. The subject was under renal replacement therapy (hemofiltration) at the time of the event. The patient outcome was reported as "not resolved or continuing". The patient was discharged on (B)(6) 2017. It was unknown whether the event was related to the device. Prior to the event, the patient presented with anemia ((B)(6) 2017), hemolysis ((B)(6) 2017), and sepsis ((B)(6) 2017). The patient's clinical history and risk factors at the time of implant included systemic hypertension, and type ii diabetes.

Manufacturer narrative:
Upon review of the information in the persist registry, it became apparent that the patient died on (B)(6) 2017. From the patient report provided, the patient's death was apparently attributable to the previously reported sepsis and sequalae. Ultimately, treatment to the patient was stopped due to poor neurological prognosis.